Manufacturer narrative:
The implant and abutment are still in function.

Event description:
According to dr. (B)(6), he has an implant with a fractured floor. He said the abutment has come out multiple times and at the last visit, he discovered the fractured well. He gave the history of the implant: "implant placed (B)(6) 2016 restored on (B)(6) 2016 abutment and crown came out on (B)(6) 2017 again (B)(6) 2018 again (B)(6) 2018 again (B)(6) 2018 again (B)(6) 2018 it was then I took a new impression and had a whole new abutment and crown made thinking that something was just not milled correctly in the abutment. Again the new abutment and crown came out on (B)(6) 2018 and finally being at my wits end I did some further investigation and found that the floor of the well had a hole in it." He cemented the abutment at the last visit because he wasn't sure what to do.